Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2023. Patient condition was stable during and after revision procedure.

Event description:
New information received notes that the right ventricular lead was also suspected to be fractured.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing. No interventions were performed. Patient condition was stable and would be scheduled for rv lead revision.